Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) episodes were showing "heart block and/or noise" which was suspected to be due to a "contact issue". The icm remains in use. No patient complications have been reported as a result of this event.